Manufacturer narrative:
This report is for an unknown trauma screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a distal derotation osteotomy surgery on the right femur via a subvastus lateral access. Postoperatively it was discovered that there was a malpositioning in flexion of more than 30% on the distal femur on the right as well as excessive derotation due to the flexion position. Patient experienced pain and malpositioning of the device. A medial/distal femur tomofix-plate was used instead of a distal/lateral plate because it is better for the outer side femoral condyle lateral. This is a well practiced method that is also applied in other swiss hospitals so the individual proportions of the patient can be individually handled. The inserted plate may have been under dimensioned, the distance was too small between the osteotomy and the distal holes. Two (2) out of four (4) screws were right at the osteotomy and did not have a stabilizing effect. This caused high leverage force on the osteosynthesys material, which may have led to the screws ripping out of the plate. It is possible that a tomofix-plate for the left femur was used on the right femur. This report is for one unknown trauma screw. This is report 3 of 3 for (B)(4).